Event description:
Carbon tank heads threaded connection cracked and leaked water all over the ro room of the dialysis clinic causing delay in patient treatment.

Manufacturer narrative:
Carbon tank heads split/ cracked causing and leaked water all over the ro room and patient dialysis was delayed. Mar cor purification service representative went to facility and repaired and replaced broken parts of system. Please reference attached pictures. To this date, there were no reports of patient injury or other adverse patient impact; however, dialysis treatment was delayed. This complaint will continue to be monitored within mcp complaint system. If additional information is received, this case will be reviewed upon receipt.